Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken/removed. Top case was chipped on corners, the bottom case by l-bracket was cracked and plunger flippers were uneven. Error history log review found force sensor test. Upon testing the force sensor it was determined that the force sensor was out of spec, zero value -0.87 lbs. It was not possible to recalibrate. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device beyond device repair. No further action will be taken on this issue. Reference the following warning statement found in the important safety information section of the operator's manual under the heading of warnings. Never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. Also, reference the following warning statement contained in the safety features? Section of the operator's manual under the heading, maintenance and service and periodic maintenance. Dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. Actions/repairs were done to correct the reported issue: replaced top and bottom cases, replaced force sensor, performed power up process, calibration and all functional tests which passed.

Event description:
It was reported that the device needed a new top case and force sensor test failed message occurred. No patient injury was reported.